Manufacturer narrative:
(B)(4). The device is reported to have been disposed of. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 18, 2014 to february 20, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets of liquid were observed inside of the clear packaging of a filled large volume folfusor, indicating a potential leak. This occurred after the device was filled with fluorouracil. The reporter stated that no issues were noticed with the device prior to it being placed in the packaging. There was no patient involvement. No additional information is available. This is report 2 of 2.